Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (trunk cable connector broken) has been confirmed. Upon eval the trunk cable connector was broken. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
During the investigation of electrode belt (B)(4) for an unrelated complaint, a reportable product problem was discovered. The electrode belt had a broken trunk connector. The pt was issued a replacement electrode belt.